Event description:
Cine image review: review of the procedural images confirm that the physician was attempting to treat in-stent restenosis in the proximal section of an svg. The images show the successful inflation of the delivery system to deploy the stent. The balloon rupture or the difficulties withdrawing the delivery system are not captured on the images

Manufacturer narrative:
Evaluation results and conclusion: failure to follow product instructions. 326 related to operational context. (B)(4).

Event description:
An integrity rapid exchange (rx) stent was being used to treat a lesion in the prox svg to pda which was reported to exhibit 80% stenosis. The balloon was inflated and the stent was deployed at 22atm, post deployment the balloon ruptured. As the device was pulled back resistance was noted and the shaft of the delivery catheter fractured inside the guide catheter. All of the devices were removed successfully inside the guide. No clinical sequelae reported. Device evaluation: the transition tubing had detached .the tubing was stretched distal and proximal to the detachment site which was stretched and jagged. The distal portion of the device was returned within the guide catheter. The balloon was bunched. The distal tip of the guide catheter was bunched.